Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that the customer experienced low blood glucose level. Customer's blood glucose level was 51 mg/dl, at the time of incidence. Customer was treated with food for low blood glucose level. Customer refused to troubleshoot as they were doing night shift. The insulin pump will be returned for analysis.